Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting little sparks inside the body on l3 and l4 area since (B)(6) 2024. Patient stated they had a [unrelated] spinal fusion on (B)(6) 2024 and since then they are having little stab and electrical impulse, and little zap by the l4 right side area and they are not sure who to speak with about the issue. Patient asked if they can use tens unit with the stimulator. Patient stated they are traveling and like to get a letter. Agent reviewed information/ airport security. Patient service reviewed device function and recommend patient consult with healthcare provider (hcp) office for next steps. The patient was redirected to their healthcare provider to further address the issue. Patient was sent user manual. On 2024-aug-27 patient (pt) called back inquiring a phone number for a rep. Pt was redirected to their hcp, agent offered nas phone number but pt declined offer and said they will take another avenue.